Event description:
It was reported that the patient experienced a driveline disconnect alarm on (B)(6)2024, and the customer sent log files in for review. The event log files only contained data from (B)(6)2024, with the data from (B)(6)2024 already being overwritten by newer data. The event log files captured only routine events, including a few routine pulsatility index (pi) events and power cable disconnect alarms during a power change. There were no notable alarm conditions or parameter changes, and the mechanical circulatory support (mcs) equipment was determined to be operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect on (B)(6) 2024 could not be confirmed as it was not captured in the submitted log files. A specific cause for the reported event could not be conclusively determined through this evaluation. The submitted log files did not contain any data from the reported event date of 01nov2024, as it had been overwritten by newer events. No notable events or alarms were captured, and the device appeared to operate as intended at the set speed throughout all files. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 7 "alarms and troubleshooting" outlines system controller alarms, including the driveline disconnected hazard alarm, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook is currently available. The patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.